Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2315208. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter the tubing clamp was loose. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after the use of the patient's indwelling needle, a few minutes after the tube was sealed and pinched, it was found that there was blood backflow on the tube, and the tube was flushed again. After a few minutes after clamping, the blood still returned and refluxed into the heparin cap.